Event description:
The customer called to report high bg readings (greater than 250mg/dl) while wearing a pod. The consumer stated that the pod had alarmed and also noted that the cannula appeared to be kinked. The pod will not be returned for evaluation.

Manufacturer narrative:
The product will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was also a report of an occlusion alarm. The pod is designed to initiate an occlusion alarm to alert the user that the flow of insulin has been restricted. Since the pod will not be returned for evaluation, however, it cannot be concluded that occlusion alarm resulted from a kink in the cannula. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.